Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed lv lead dislodgement. The device was reprogrammed and is being monitored. The patient was in stale condition.